Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system c-arm movements were not available. The review of system log files showed c-arm movement related application error. Upon troubleshooting, the fse found the issue with assy motor c-arc rotation. To resolve the issue, the fse replaced motor assembly and performed functional tests, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.